Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors and bag/vent switch were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'expiratory flow sensor failure' and would have been unable to initiate mechanical ventilation. It was also reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.